Event description:
Related manufacturer reference number: 2017865-2021-35346. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the pacemaker and right ventricular (rv) lead exhibited noise oversensing which led to inhibition of pacing. Programming changes were made. The patient was discharged and will continue to be monitored.